Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose event after eating a preventive nighttime snack when approaching 100 mg/dl, which led to a glucose rise, subsequent automated insulin delivery by the ilet, and a later hypoglycemic episode; troubleshooting and education were completed, including counseling to avoid pre-treating lows and to refrain from preventive nocturnal snacks, and oral glucose was used to treat the low. Symptoms included hypoglycemia. Outcomes included resolution with self-treatment and no hospitalization. Investigation included customer interview and review of device use, focusing on insulin delivery behavior relative to nocturnal carbohydrate intake. Investigation of this case revealed no device malfunction and suggested user behavior as a contributing factor, consistent with expected automated insulin response to carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user-related factors contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.